Manufacturer narrative:
(B)(4). Should any additional information be received by the customer then an additional report will be submitted. (B)(4). Device evaluation: a carefusion field service representative (fsr) went onsite to the reporter's facility to conduct an evaluation of the suspect device. The fsr was able to get the map down to 5.2 cmh2o and was unable to duplicate the reported issue. The device passed the patient circuit calibration and the performance check and operated to meet manufacturer specifications.

Event description:
The customer reported that the map (mean airway pressure) on this 3100a hfov (high frequency oscillating ventilator) could not be set below 16 cmh2o, despite the adjust knob being at the minimum setting. The customer reported to technical support that there was no patient involvement associated with this reported issue.